Event description:
Meter name: one touch basic enhanced. Strip name: unknown. Meter code: unknown strip code: unknown. Strip storage: unknown. Symptoms: blurred vision and excessive thirst. A pt reported they were unable to test because the meter had no power. Their meter allegedly had no power. The pt was unable to test. Pt was not harmed and did not receive any treatment. Pt reported a reading of 200 something. Result was from an unknown source. No further info has been reported.